Event description:
During cardiomems implant procedure the physician was unable to advance the sensor delivery system past the patient's tricuspid valve. The procedure was abandoned and there were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.